Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement they were unable to aspirate from the catheter so the healthcare provider cut off the sc connector and was tried to aspirate or push and some ¿black sludge¿ came out of the catheter. The healthcare provider was able to get free flowing fluid but it contained black particles. The healthcare provider was reusing the same catheter. The hospital disposed of the pump and the catheter. The reporter was unaware if the patient had any issues and as far as the reporter knew the patient was doing fine. The pump was used to deliver morphine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.